Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized due to status epilepticus after vns battery replacement. The provider noted that the patient epilepsy condition is originally severe and did not believe that the vns is malfunctioning. The provided stated that the status epilepticus was likely due to the device not being fully titrated up to their previous levels before the replacement. The patient's condition did improve after settings were increased. No vns malfunction was alleged per the provider. No other relevant information has been received to date.